Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 11500a 23mm aortic valve was explanted at implant following decannulation due to possible left coronary artery obstruction. Per medical records, intraoperatively, the newly implanted 23mm valve was inspected and it was well seated. There was no loose material beneath the valve in the lvot and the lvot was unobstructed. The left and right main coronary ostia were unobstructed. Transesophageal echocardiogram performed at the conclusion of the procedure demonstrated a well-seated aortic valve with no perivalvular leak and no significant gradient across the valve. Following decannulation, the patient's heart began to fibrillate, requiring cardiac massage. The patient was then re-cannulated at the distal ascending aorta and right atrium and cardiopulmonary bypass was initiated. The aorta was reopened. The valve was inspected and was well-seated. The left main coronary ostium appeared to be riding low near the sewing cuff of the valve but was able to be intubated with a small right-angle clamp. The decision was made to explant the bioprosthetic valve. The valve was easily explanted, and a new 23 mm valve was implanted with care taken to try to place the stitches along the left coronary annulus as well as possible. The left main coronary ostium was once again entered with a small right-angle clamp. Transesophageal echo confirmed a well-seated aortic valve and good wall motion of both the left and right ventricles. Protamine was then administered and the patient decannulated. Approximately 10 minutes after protamine administration the heart began to fibrillate once more. CABG x 3 was performed and the patient once again came off cardiopulmonary bypass, decannulated and gave protamine after a long period of observation off bypass. At this point the heart began to fibrillate again, the wires were removed, and the chest was reopened. Greater saphenous vein was harvested from the right lower extremity utilizing an endoscopic vein harvesting technique to first obtuse marginal coronary artery and to distal left anterior descending coronary artery. After the heart was allowed a period of recovery, we were easily weaned from cardiopulmonary bypass. The patient was observed for period of time. Cannulas were then removed and protamine administered. Hemostasis was achieved. Transesophageal echo confirmed a well-seated aortic valve and good wall motion of both the left and right ventricles. The patient was transferred to ICU for continued care and discharged to a snf on pod #8 in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a device malfunction. The most likely cause is procedural factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.